Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted. Sensor 1: (B)(4).sensor 2: (B)(4). Sensor 3: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the thigh on (B)(6) 2018. No additional event or patient information is available. Data was returned for evaluation, however no calibrations were present to confirm the reported inaccuracy within the investigation window. Confirmation of the complaint could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).